Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: 160526. No patient involved. Onsite functional and visual examination was performed by a manufacturer representative. Hardware parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The cable was returned to manufacturer for analysis. Functional testing determined that the cable jacket has separated at the lemo connector exposing the shield wire but no bare conductors. The shield wire is also damaged with most of the wire severed. A continuity test revealed opens at pins 2 and 4 of the usb cable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the axiem power/communication cable is starting to fray. No patient was present at the time of the event.